Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's implantable neurostimulator (ins) was explanted due to infection. It was noted that the patient had symptoms of pain over the ins site. The patient outcome was reported as recovered without sequelae.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Lead: model 3777-45, serial #(B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2010. Lead: model 3777-45, serial #(B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2010. Extension: model 3708160, serial #(B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2010. Extension: model 3708160, serial #(B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2010. Recharger: model 37752, serial #(B)(4). Programmer: model 37742, serial #(B)(4).